Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during a patient's peritoneal dialysis (pd) treatment. The patient¿s machine had displayed multiple air detected in cassette alarms followed by volume error warnings in dwell 3 of 4. The alarms could not be bypassed, and the patient¿s contact was advised by the ts representative to re-setup with new supplies. When the cassette was removed from the cassette door, fluid was observed leaking out. The exact source of the leak was unknown, and no reported damage was found on the cassette. The ts representative advised the patient¿s contact to discontinue use of their cycler. A replacement cycler was issued to the patient. The patient did not complete treatment. Upon follow up with the patient¿s contact, it was confirmed that they are trained on performing stat drains, as well as pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for evaluation. The old cycler was picked up and returned to the manufacturer for physical evaluation.